Manufacturer narrative:
Additional information provided in h.6. And h.11. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos was reviewed by the manufacturing site. The photos 1 and 2 shows bent phaco emulsification tip (phaco tip). Reported issue confirmed from photos. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The evaluation of the photo confirms the bent phaco tip as noted by the customer. Based on the evaluation of the information, since the sample was not received at the manufacturing site, how and when the phaco tip was bent was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigation or manufacturing actions are not warranted at this time. All phaco tips are 100% visually inspected by trained operators using magnification 30 times during the manufacturing process receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint company for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that , during set up for cataract surgery, the phaco emulsification tip (phaco tip) was bent. They took a new pak and continued the surgery to complete on the same day. There was no information about patient impact.